Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The arctic sun 5000 was evaluated. Circulation pump primed to fill during service. Circulation pump was replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device had a pump failure and they wanted to send the device in for the 2000 hour service. They stated no loaner was needed.

Event description:
It was reported that arctic sun device had a pump failure and they wanted to send the device in for the 2000 hour service. They stated no loaner was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.